Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the distal right coronary artery (rca). A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation but the shaft got fractured. The device was removed from the patient's body intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and there was a complete hypotube separation 52.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the distal right coronary artery (rca). A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation but the shaft got fractured. The device was removed from the patient's body intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.